Manufacturer narrative:
The investigation for the reported issue has been completed. The product was returned, and the issue was confirmed. The returned product was visually inspected and bent gray connector pins were observed. The white patient cable was not returned for review. Per the results of the clinical review and investigation, the root cause was determined to be damaged connector pins. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that during preparation of the impella 5.0 pump, that it was unable to be connected to the impella connector due to a kinked pin inside the connector. There was no patient harm.